Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Examined catheters were found to have smooth lumps on 2 units. Gauged smooth lumps on both samples and found them to be 17 french. The specification for smooth lumps for this product type is 16 french +2 french, so the samples meet inspection criteria. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter had bulges on the shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had bulges on the shaft.